Event description:
The user was playing, and her speech processor fell off her head and was damaged. The housing was cracked but the device was still functioning. The rondo 3 was placed back on her head and she experienced pain from the coil site down her neck and a sudden loud sound. It is not clear whether the loud sound caused the pain, or the child associated it with pain. The user is currently not using her implant.

Manufacturer narrative:
Additional information: based on the received information from the field, after mechanical damage of the recipient's audioprocessor, the recipient reported pain with the use of it. A change of the audioprocessor did reportedly not solve the observed problem. A definite root cause cannot be determined based on the available information.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was playing, and her speech processor fell off her head and was damaged. The housing was cracked but the device was still functioning.